Event description:
It was reported that during a biliary drainage procedure, the tip disintegrated. The target lesion was located in the bile duct into the small bowel. During exchange of a flexima drainage catheter in the bile duct into the small bowel after eight weeks, the tip inside the small bowel appeared to swell and disintegrate. The procedure was completed with a different device. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Patient age at time of event: 18 years or older . Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).